Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history review (DHR) is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Functional and visual testing were performed. Both seals were broken. The investigation found the device had the top case, bottom case and right plunger case cracked. The pump event history showed check syringe plunger sensor error in the error history log (ehl). The evaluation was performed, and the reported issue was duplicated, during syringe test, also using biomed diagnostics monitor syringe plunger sensor. Timing plate (incorrect timing plate assembly) was found. The root cause of the reported issue was due to the user error. The technician re-assembled and reset timing plate assembly. Performed calibration on the pump and passed all the functional tests.

Event description:
It was reported that a plunger sensor error was observed. No patient injury was reported.